Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a pt following a surgical grafting procedure, the iabp failed to autofill the intra aortic balloon (iab), despite numerous attempts. Manual fill was not attempted. The pt was switched to another unit (system 97) and they sitll could not fill the iab. The pt subsequently underwent left above the knee amputation several days following the event. The customer has stated that the relationship between the pt outcome and equipment failure is unknown. The site is unable to advise if a datascope iab was in use at the time of the event; they reportedly use both arrow and datascope iab's.

Manufacturer narrative:
The first pump was evalauted by the distributor and it was found that the vacuum readings were out of specification. A 5000 hour pm kit was installed. The kit includes pressure and vacuum heads, two diaphragms, muffler, gaskets and tubing. At the time the repair was performed, the iabp timer indicated the system had been in use for 9165.4 hours and was thus close to, but had not yet reached, the due date for the required 5000 hour pm. On the second pump, the safety disc luer fitting was borken. This is an external fitting which was replaced by the distributor service representative. Please note that manual fill is available as a back up in the event that autofill is not available. This process is described in section 3.2. 14 of the system 98 operating instructions. Since the clinican did not attempt to manual fill the iabp when autofill failed, a datascope clinical services mgr reviewed the situation with our distributor, and arranged for the customer to be retrained on the availability and use of the manual function. Regarding the unfortunate pt outcome of amputation, an autofill failure on the iabp would not contribute to limb ischemia. While limb ischemia is a known potential complication of of counterpulsation therapy, it is related to having a catheter indwelling in the artery potentially compromising arterial flow to the distal extremity (as noted in the datascope instructions for use of iab catheters). Therefore datascope clinical services also provided the distributor with a list of factors to consider to reduce the risk of limb ischemia, which the distributor subsequently provided to the hosp.